Event description:
It was reported that during device upgrade, lead insulation abrasion was observed. Noise with pocket manipulation was noted. Lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.